Event description:
It was reported that at implant the left ventricular lead pulled back out when the stylet was removed. It was further reported the patient's anatomy was too small for the lead. The physician decided to use a smaller lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. The distal conductor had blood/body fluid.